Event description:
It was reported that during a liver resection procedure the tip broke off of the probe. Unknown if the fragment was retrieved. Another like device was used to complete the procedure. Surface of specimen was examined but not fragment was found. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2022 call home revealed a reflected power error and normal temperatures. Call home was reviewed for system (B)(6) on 3/9/22. This was a surgical liver case. Two pr15s, (B)(6)and (B)(6)2 were connected to channels 3 and 2 respectively. Probe 3 issued two reflected power errors on test, then was disconnected and moved to channel 1. Probes 1 and 2 were tested and ablated for 9:07 (probe 1, 141c max temp) and 8:59 (probe 2, 176c max temp). Probe 2 issued a reflected power error. Both probes then ablated for 1:10 at 95w (115c max temp for probe 2 and 140c max temp for probe 3). This marked the end of the case. The probe (B)(6) (14 uses, 9:02) was returned with a broken tip (not included), and the brass cap/antenna was still intact. The cannula was also bent at the handle. No further information was available so the root cause of the damage is unknown. Lot ml20035107 was reviewed (in process sn (B)(6)). Manufacture date: 4/17/20 expiration date: 12/1/23 probe sn 5 had a flex failure. There were no other problems seen during the manufacturing and testing of this lot.